Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture on atrial lead was observed. Chest x-ray was performed, and atrial lead dislodgement was noted. Lead was explanted and replaced. Patient¿s condition was stable.